Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided what their weight was at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the implant was dead. The health care provider did not know how long the device has been dead for. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient had not used the device in 2.5 years because it would not stay charged. In an hour, the device would be down. He charged it up, and it wouldn't come on. The patient met with a manufacturer representative about a year prior to the report, confirmed as 2017. The manufacturer representative turned it on and said it was working because he could see the patient¿s muscles jumping, but the patient had told the manufacturer representative that he couldn¿t feel anything. The manufacturer representative told him that it was working and that he just need to charge it. The patient is having a pain pump put in; however, the implanting surgeon will not remove the spinal cord stimulation system because the patient has surgical leads placed. There were no further complications reported.